Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) drained the moisture and replaced the filter. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a service/test performed by a getinge service territory manager (stm), moisture was observed in the tubing filter of the cs300 intra-aortic balloon pump (iabp). There was no patient involved and no adverse event was reported.